Manufacturer narrative:
Qn#(B)(4). The report that the dilator tip split during insertion was confirmed through examination of the returned sample. The dilator tip was split and folded back, which is characteristic of the dilator encountering resistance during insertion. A review of the device history records for the dilator did not reveal any relevant issues. Based on the appearance of the tip and the report that it occurred during insertion, operational context caused or contributed to this event. No further action will be taken.

Event description:
The customer alleges that the dilator tip was split during insertion. The device was removed and replaced with a new one without issue. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the dilator tip was split during insertion. The device was removed and replaced with a new one without issue. No patient injury or harm reported.